Event description:
It was reported that lock could not be established between the pt's internal device and external equipment. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.